Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain/ pain') in a female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (hysterectomy). Essure was removed on 26-aug-2020. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved and the hypersensitivity outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Lot number: c12707 manufacture date:2014-01 expiration date: 2017-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: product insertion and removal date added (case upgraded to serious incident). New events: changes to menstrual cycle, dyspareunia, fatigue, headaches, heavy/abnormal bleeding, localised pain added. Consumer address added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain/ pain") in an adult female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of headache, neck pain, back pain, nasal bleeding, dysmenorrhea and heavy periods. Previously administered products included: copper t loop and mirena. Past adverse reactions to the above products included: iud dislocation with mirena. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved. The outcome of hypersensitivity was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2015 and (B)(6) 2020 respectively number of trailing coils : r-2, l-3. Lot number: c12707 manufacture date:(B)(6) 2014 expiration date: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain/ pain") in an adult female patient who had essure inserted (lot no. C12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of headache, neck pain, back pain, nasal bleeding, dysmenorrhea and heavy periods. Previously administered products included: copper t loop and mirena. Past adverse reactions to the above products included: iud dislocation with mirena. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved. The outcome of hypersensitivity was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2015 and (B)(6) 2020 respectively. Number of trailing coils : r-2, l-3. Lot number: c12707, manufacture date: 2014-01, expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's reporter, annex f updated of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain/ pain') in a female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved and the hypersensitivity outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new event added: allergic or hypersensitivity reaction. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain/ pain") in an adult female patient who had essure inserted (lot no: c12707) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nausea, neck pain, migraine, migraine, headache, neck pain, back pain, nasal bleeding, dysmenorrhea and heavy periods. Previously administered products included: copper t loop and mirena. Past adverse reactions to the above products included: iud dislocation with mirena. Concomitant products included dihydrocodeine tartrate (dihydrocodeine bitartrate) for pain since on (B)(6) 2020, amoxicillin since on (B)(6) 2020, oxycodone hydrochloride for pain since on (B)(6) 2020, morphine sulfate since on (B)(6) 2020, dalteparin sodium since on (B)(6) 2020, ibuprofen for pain since on (B)(6) 2020, cocodamol (codeine phosphate hemihydrate; paracetamol) for pain since on (B)(6) 2019 and paracetamol. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction"), device dislocation ("device migration with associated complications including bladder, bowel and urinary problems;"), urinary tract infection ("uti"), dysmenorrhoea ("painful periods"), dizziness ("dizziness"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved. The outcomes for hypersensitivity, device dislocation, urinary tract infection, dysmenorrhoea, dizziness, fibromyalgia, bladder disorder, gastrointestinal disorder and urinary tract disorder were unknown. The reporter considered bladder disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menstrual disorder, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure administration. The reporter commented: previously reported essure insertion and removal date: on (B)(6) 2015 and on (B)(6) 2020 respectively number of trailing coils: r-2, l-3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: complete occlusion post essure. [Magnetic resonance imaging head] on (B)(6) 2019: patient agree that this is an incidental finding of no clinical significance and unrelated to her headaches. [Pathology test] on (B)(6) 2020: clinical information: dysmenorrhea menorrhagia hysterectomy - ovarian cyst biopsy. Macroscopic description: a) ovarian cyst biopsy container is labelled with the correct patient details and 'ovarian cyst biopsy. ' received is a 4 x 4 x 3 mm piece of mucosa (half haemorrhagic half white). B) uterus cervix both tubes (essure clips) diagnosis. Ovary (side not stated), cyst biopsy: features suggest endometriosis, please correlate with clinical findings. Uterus, cervix, both fallopian tubes: adenomyosis. Non-viable schistosoma haematobium ova in cervical stroma and parametrial soft tissue [physical examination] on (B)(6) 2020: hysteroscopy performed. Regular uterine cavity. Essure coils not visible. Endometrial biopsy performed and normal tissue confirmed [ultrasound pelvis] on (B)(6) 2018: normal uterus and ovaries. No cause for menorrhagia/ pain seen at today's scan; on (B)(6) 2019: impression: slightly thickened endometrium for stage of cycle. Thembekile has an appointment with gynaecology on (B)(6). [X-ray] on (B)(6) 2020: clinical details: pelvic pain, history of essure sterilisation. Question/s: essure coils in situ, please check location and essure coils noted in situ and appear correctly positioned. Lot number: c12707, manufacture date: 2014-01-13, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events device dislocation, uti , dysmenorrhea, dizziness fibromyalgia bladder, bowel and urinary problems were added. Medical history , concomitant condition, concomitant drugs lab data & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, fatigue and headache had resolved. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.